Event description:
It was reported that during a hemorrhoidopexy procedure, the device fired, but could not cut tissue properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? 3rd degree hemorrhoids. How was the purse string completed? Yes purse string completed was the cut line fully circumferential around the target tissue? No firing was not completed did the device deploy staples? Yes. If the device deployed staples, was the staple line complete? Yes. What was the appearance of the deployed staples? Most of staples are properly b formed some are half b shaped. How was the procedure completed? Yes procedure was completed. The analysis results found that the pph03 device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. Before firing, the orange indicator should be fully within the green range of the gap setting scale and the anvil is reattached correctly. When reattaching the anvil, clamping across or gripping on the locking springs may prevent the anvil from clicking into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. If the firing sequence is not complete, staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.